Event description:
The customer stated that on (B)(6) an fm30 monitored a delivery. After 26 minutes the baby was born apgar 0 and died after 4 days. The hospital reported that the monitor made a doubling immediately after bradycardia of 60 that made a "smoke" (extreme tachycardia). This hid from the midwife the reality of bradycardia.

Manufacturer narrative:
(B)(4). A follow up report will be submitted after philips obtains more info concerning this event.

Manufacturer narrative:
The provided trace recording was examined by the research and development (r&d) department. After fetal trace analysis per r&d, no indication of any malfunction was found. The m2703a avalon fm30 fetal monitor remains at the customer site. The baby was born with apgar 0 and died after 4 days and the hospital stated that the m2703a avalon fm30 fetal monitor made doubling immediately after bradycardia of 60 that made a ¿smoke¿ (extreme tachycardia) which veiled the reality of bradycardia from the midwife. There is no indication of any m2703a avalon fm30 fetal monitor malfunction. The device was not contributory to the reported stillbirth. The cause of the baby's death is unknown. No further investigation or action is warranted.